Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a plunger clamp eject frozen and a broen collet in the program area of the pipetter assembly. The fse replaced the plunger clamp, lld spring and collet. The instrument was inspected, tested without further problem, and returned to service.